Event description:
The pt was 7 kilograms. Responsible dr is well experienced with the procedure and is one of the clinic's most practiced doctors. The child had an acute cvc in v. Subclavia sin. The change of cvc were decided to be done over the guide wire. The guide wire as well as the split introducer was inserted and removed without problem. When the catheter was in place inside the split introducer, following problem occurred: the split introducer was impossible to split. The dr tried several times and finally one of the knobs broke. When inspecting the introducer, it showed that the small slits that should be on the side could hardly be seen, the rest of the introducer was ok. The split was removed without a problem.

Manufacturer narrative:
A complaint history review showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for eval.